Event description:
It was reported: [patient] with flexcathcross and fc contour 12f for arctic front. Massive tamponade noted after the first freeze of lspv. Sternotomy in ep lab. Thoracic surgeon confirmed a hole in the laa. Per reporter, there is no alleged product malfunction. Lot number not available and product will not be returned. Patient is alive with no injury.

Manufacturer narrative:
Pending further investigation to determine potential root cause.

Manufacturer narrative:
The device in question was discarded and lot number is not known. A root cause cannot be determined in this case. Per representative report, "they do not report any product malfunction but are wondering if this new combination instead of flexcathcross and flexcath advance could be the reason." Cardiac perforation / tamponade is a potential clinical risk associated with the use of the flexcath cross device, which is the same as the risk of a procedure performed with similar, competitive devices. No further investigation is possible.